Event description:
Customer reportedly obtained results of 63 mg/dl and 353mg/dl on the advantage system within 10 minutes. Customer drank tea in response to results. No adverse event reported. Requested return to suspect system; however, strips are unavailable to return.